Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on device settings, a longevity calculation was performed and was found to be within the expected limits.

Event description:
It was reported that a rapid battery depletion in remaining longevity via (B)(4) transmission was observed. The device was explanted and replaced due to suspected premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.